Manufacturer narrative:
Product ID: 309328, lot# 0208559268, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient had a potential infected wound site. Following implant, the patient was given two courses of antibiotics. The patient was experiencing pain and oozing at the ¿midline¿ was noted, but that had resolved. The skin over the ins felt warm and it was being considered whether that was part of the inflammatory process of healing as the surgeon reportedly had a ¿tough time¿ location the extension and there was ¿a lot of pulling.¿ it was indicated that the surgeon and nurse had not made a decision and the patient¿s ¿bloods¿ did not indicate an infection. A follow up report will be sent if additional information is received.